Event description:
Patient admitted through emergency room with abdominal pain, nausea, vomiting and diabetic ketoacidosis. Labs were drawn. Initial troponin results resulted in 0.02 at 1:00 am. When rerun at 5 am, the troponin was reported as 53.26. This was repeated and the result was 53. The results were reported to the doctor and the troponin was rerun on another sample, resulting in 0.015 at 10:35 am. Because of incorrect result, doctor reacted and ordered EKG, echocardiogram, portable x-ray, cardiac consult and repeat enzymes; all of which were not needed for this patient. Patient was discharged after a 5-day hospitalization in stable condition with diagnoses of diabetes mellitus, odynophagia (pain produced by swallowing), and dyspepsia. Lab requested that bayer diagnostics/siemens verify the tniultra by a service call, which was done, specifically asp/wash dispense and aspiration, which were all ok. No bleach contamination found. Siemens performed a 15 point precision on a blank. Performed mcm (mixed cell migration) assays which were all ok. System meets company specs and system is operational. Bayer diagnostics concluded that sample integrity or improper sample handling was the cause of the incorrect test results.